Manufacturer narrative:
UDI: (B)(4). The manufacturing location was unknown. The device manufacture date was unknown. The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device had low power, the engine would not start, the rotor was damaged, there was excessive dirt and oxidation internally and excess liquid waste on the inside. It was further determined that the device failed pretest for check power with test stand, minimum 190 watt to 260 watt, check for air leak and check for free movement. It was noted in the service order that the device would not start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.